Event description:
It was reported that a user of the ilet experienced hypoglycemia with a recorded lowest glucose of 53 mg/dl, lasting approximately 30 minutes, and self-treated with oral carbohydrates (honey and a peanut butter and honey sandwich). Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management at home without medical intervention, hospitalization, or ketone testing. Investigation included complaint intake, causal factor review, and user troubleshooting and education focused on potential overcorrection during adaptation, cgm target and weight settings, insulin type verification, recent fill-tubing and disconnection steps, exercise and meal announcement behaviors, and time/date settings. Investigation of this case revealed no device alarms, no configuration changes, no backup insulin use, and no identifiable precipitating factors, so the hypoglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.